Event description:
It was reported by the plaintiff's attorney that on (B)(6) 2010 the plaintiff was implanted with an ams monarc to treat stress urinary incontinence. The plaintiff's attorney alleges that the plaintiff experienced "severe and permanent pain" and "disability" "significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, has undergone and will undergo corrective surgery or surgeries." The plaintiff's attorney also alleged that the plaintiff suffered nerve damage that lead to "debilitating neuromas."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.